Event description:
It was reported that during routine follow up, this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations and code 1004 indicative of a short circuit condition. It was recommended that the product be explanted and replaced and the integrity of the right ventricular (rv) lead evaluated. There is no evidence at this time of a revision procedure being scheduled. The ICD system remains in service. The model/serial number of the rv lead is not available at this time. No adverse patient effects. Additional information provided indicates the device system remains implanted as, reportedly, a surgical intervention is not able to be performed due to other medical indications for the patient. In addition, the patient is wearing a defibrillation jacket.

Event description:
It was reported that during routine follow up, this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations and code 1004 indicative of a short circuit condition. It was recommended that the product be explanted and replaced and the integrity of the right ventricular (rv) lead evaluated. There is no evidence at this time of a revision procedure being scheduled. The ICD system remains in service. The model/serial number of the rv lead is not available at this time. No adverse patient effects. Additional information provided indicates the device system remains implanted as, reportedly, a surgical intervention is not able to be performed due to other medical indications for the patient. In addition, the patient is wearing a defibrillation jacket. No further information was able to be obtained.

Event description:
It was reported that during routine follow up, this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations and code 1004 indicative of a short circuit condition. It was recommended that the product be explanted and replaced and the integrity of the right ventricular (rv) lead evaluated. There is no evidence at this time of a revision procedure being scheduled. The ICD system remains in service. The model/serial number of the rv lead is not available at this time. No adverse patient effects. Additional information provided indicates the device system remains implanted as, reportedly, a surgical intervention is not able to be performed due to other medical indications for the patient. In addition, the patient is wearing a defibrillation jacket.